Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: 1 empty syringe of 1.0ml received in an opened tray with cap and without needle. A crack is observed at the 3mm luer lock level. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. B. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reports that during injection with 1 ml syringe of juvéderm voluma® xc the "syringe broke." Event clarified as "syringe cracked at the luer lock area." No injury to the patient or injector. The packaged needle was used.